Manufacturer narrative:
Section other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the ipg site. The symptoms included pain and swelling at the pocket site. It was believed that the infection was device and procedure related. The patient underwent an explant procedure and was prescribed antibiotics. The patient was reportedly doing well postoperatively.